Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported outer and inside boxes were damaged with dents during shipping and refused shipment.

Manufacturer narrative:
(B)(4). Corrected: date of event. Updated: type of reports, if follow-up, what type?, additional MFR narrative.

Event description:
Hospital reported outer and inside boxes were damaged with dents during shipping and refused shipment.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of damage to the outer box. Slights dents were observed on the top, and sides of the package. No punctures were observed. There were no signs of damage to the inner tray holding the device. No evidence of clinical use or blood observed as the box was unopened. Based on the condition of the returned package, the complaint is confirmed for "shipping problem and damage."

Event description:
Hospital reported outer and inside boxes were damaged with dents during shipping and refused shipment.